Manufacturer narrative:
The device was received in the not deployed position, with the pink slide not visible in the top housing window. The download data shows that the device completed 2657 pulses with no timeouts or drive stalls. The linkage assembly was observed to be partially deployed, with the formed needle exposed past the bottom housing window. Upon opening the device, the needle mechanism did not fully deploy and the linkage assembly remained in the partially deployed position. The slide retract was observed to be damaged. The needle mechanism was reset to the not deployed position, and the device replicated the partially deployed position during manual deployment. The slide retract was manually moved along the mechanism rails, and significant resistance was noted. No other components were observed to be damaged. The damaged slide retract caused the needle mechanism to stop with the formed needle exposed and is therefore the cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that at pod activation, the needle did not retract back into the pod as intended.